Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The distal conductor was obstructed. The distal electrode of the lead had an issue. Visual analysis of the lead indicated damage at implant. A fresh 0.014 guidewire was inserted in the lead and came to an obstruction at the distal tip nose of the lead. There was tissue obstructing the distal tip nose of the lead not allowing the guidewire to pass through the lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant procedure, it was difficult to place the left ventricular (lv) lead and multiple positions were attempted. It was observed that the cavity at the tip of the left ventricular (lv) lead became blocked after multiple placement attempts and the guidewire could no longer pass through. The lv lead was removed and cleaned, but the blockage was not released. The lv lead was not used and a replacement lv lead was implanted successfully. No patient complications have been reported as a result of this event.